Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with mentor saline implants on (B)(6) 1997 reported breast asymmetry. The patient feels she has lesions and lumps in the right breast, and soreness under her right arm. The left breast is also painful. The patient had a mammogram on 11/16/18 that returned normal. It showed bilateral fibroglandular densities. There was no evidence of malignancy ,coarse calcifications, or significant masses. There was an us ordered for the patient but were unable to perform it due to open breast sores caused by compulsive scratching. Upon physical exam, the physician noted bilateral grade ii ptosis and no palpable masses or nipple discharge. She did have a punch biopsy on the right breast on (B)(6) that showed ulceration with adjacent squamous atypia favored to be reactive with underlying dermal scar. No product malfunction, such as deflation, was noted. There is no explantation or surgical intervention scheduled at this time. . This report is for the right implant.

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).